Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: did the device not deploy a clip from the jaws? Or did the clip deploy but not close? Please provide further detail of the event. The clip did deploy but not close.

Event description:
It was reported that during an unknown procedure, the device would not clip. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n91u32.